Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous left anterior descending (lad) coronary artery. The 2.5x38 mm xience prime stent was implanted and a distal edge dissection was noted. Another 2.5x18 mm xience prime was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.